Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was assisted on clearing the alarm. The customer was advised to disconnect from the insulin pump. The patient was advised to discontinue the use of the insulin pump and revert to back up per health care provider instruction. The customer was advised that the insulin pump need to be replaced.

Manufacturer narrative:
Findings: unit passed the rewind, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed e70 error alarm due several a47 alarms at the alarms history file. A47 alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was noted tested during our testing. The drive support disk was inspected and no anomaly was noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.